Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during the permanent placement of the lead the patient experienced a heart block. This heart block resolved spontaneously and without chest compressions. Approximately 3 minutes later the same event occurred. After this second asystolic episode it was decided by the physician and the anesthesiologist to abort the case. The lead was explanted and the patient was sent to the recovery room and was awake on precautionary supplemental oxygen. The physician believes the event was anesthesia related. The patient was reportedly doing well following the event.